Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the device did not fire. The handle was tried to reset but nothing changed. There was no patient involvement.